Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. Review of the system log file showed host pc malfunction. Upon further troubleshooting action, field service engineer (fse) found fault in the host pc. The image processing personal computer was backed up and the windows settings were restored, and the system was functioning properly by switching it off and on multiple times. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that, system did not start. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.